Event description:
It was reported that during an ipsilateral iliac (off label use) stenting procedure, the dynalink was inserted, but it was difficult to visualize placement under fluoroscopy. During deployment, the stent appeared to jump forward about 1 to 1.5 cm into the aorta. The system was deployed in this position, and it covered the entire intended lesion. Reportedly, upon removal of the catheter, the inner member appeared to be broken, but was not separated. No further treatment was done.